Event description:
Additional information received indicated the device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1.

Manufacturer narrative:
The customer complaint of failure to interrogate was confirmed. As-received, the device had no telemetry and could not be interrogated because battery was at end of life (eol) level due to an unknown reason. The device was cut open and no high current drain was found when new battery was installed. Functional automated testing with new battery did not find any anomalies or high current drain after power cycling the device. The battery was sent for analysis and no anomaly was noted. Despite extensive testing efforts, no anomalies were noted during the device testing. The device projected longevity is 3.0 years, based on normal settings, and device was implanted for 1.86 years, which is considered premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was unable to be interrogated by the merlin programmer. No intervention was performed at this time. The patient was stable and will continue to be monitored.